Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. However, it is likely the following led to the malfunction: dust, dirt, or foreign matter attached to the electrical contacts of the scope connector, or the connection state was insufficient, causing a temporary deterioration in the electrical connection with the system. The event can be detected/prevented by handling the device in accordance with the following sections of instructions for use: ltf-s190-5 instruction manual operation edition "chapter 3 preparation and inspection 3.8 inspection of combination functions with related equipment". Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during set up / inspection for use, the subject flex video scope device had an e226 (endoscope communication error). There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.